Manufacturer narrative:
An event of heart block during the implant procedure (after pre-dilatation, before valve placement) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No information from the field was received regarding known risk factors of heart block. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the pre-dilatation procedure contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6) - vantage. Eu0629 - 218 (r789924501). Subsequent to the previously filed report, additional information was received that the patient was placed on local anesthesia and administered heparin for procedure. The patient had an activated clotting time (act) level of 383 seconds. The patient had a pre-implant dilatation performed using a 22mm non-abbott device. The navitor valve was not re-sheathed at all during procedure. Pacing of less than 120 beats per minute was performed during deployment for valve stabilization. A large flexnav delivery system was used to implant the 27mm portico ng there was no perivalvular leakage detected post-implant.

Event description:
Crd_1003 - vantage. Eu0629 - 218 (r789924501). It was reported that on (B)(6) 2023, an unknown navitor valve was chosen for implantation utilizing an unknown delivery system. After pre-dilation the patient developed complete atrio-ventricular block (cavb). The navitor valve was implanted successfully. After the procedure a permanent pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.